Manufacturer narrative:
The insulin pump communicated properly to contour link meter. No rf communication anomaly was noted. The pump was unable to prime during the prime test due to faulty force sensor system. The pump passed the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion and no delivery tests. The pump had cracked case at display window corners, broken belt clip slot and minor scratched display window.

Event description:
It was reported of a contour next link inquiry from the insulin pump. The customer's blood glucose reading was 8.9 mmol/l. The customer stated that the contour next link does not link to the pump. The customer was advised that it is not compatible and to enter them manually to consult with insurance and local office of the requirement with contour next link.